Event description:
New information noted that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the left ventricular lead exhibited a loss of capture and was found to be dislodged. The left ventricular lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient had their left ventricular lead explanted and replaced due to an unknown issue. No patient condition or further information could be obtained.

Manufacturer narrative:
Further information was requested but not received.